Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The custom reported via phone call that the insulin pump alarmed low battery when he changed the battery a couple of days ago. Customer experienced blood glucose levels as high as 400 mg/dl and as low as 40 mg/dl. The customer could not count his carbohydrates right. The device was not returned.